Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 450 mg/dl. The customer was assisted with performing a 5 unit fixed prime and insulin was able to exit. The customer was advised she may have a possible bent cannula or infusion site/set occlusion. No additional information provided.